Manufacturer narrative:
Unable to perform functional testing on the reservoir due to partial return. The customer returned only the transfer guard and plunger, no barrel or stopper.

Event description:
It was reported that the customer's insulin pump had air bubbles coming from the o-rings. Air bubbles were also in the infusion set. Her blood glucose level was around 100 mg/dl. She was advised to discontinue the use of the reservoir and try a new one. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.